Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). A delivery wire and a coil were returned for analysis. The coil and delivery wire arms were not interlocked as the introducer sheath was not returned. The coil fiber bundles had blood on them. The delivery wire was inspected and no anomalies were noted. The coil interlocking arm was found detached from the rest of the coil, in addition, it was not returned. The coil was returned stretched where the interlocking arm supposed to should be. Microscopic inspection of the delivery wire and main coil was done. The zap tip has a smooth surface. No anomalies noted on the interlocking arm of the delivery wire. The interlocking arm of the main coil was not returned. Dimensional inspection of the delivery wire and the coil that could be measured were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Dfu gives instructions about the correct use of the device, it states: "in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system." (B)(4).

Event description:
Reportable based on device analysis completed on 21-dec-2017. It was reported that coil became stuck inside the catheter. The target lesion was located in the moderately tortuous and mildly calcified internal iliac artery (iia). A interlock¿-35 was selected for use. The angiographic catheter was placed into the lesion area by contralateral approach. The coil was then inserted into the angiographic catheter with the usual procedure. However, it was noted that the coil became stuck inside the catheter. Then the coil became unraveled when it was pushed and pulled forcibly. The device was removed together with the catheter and a new catheter was used to approach the lesion. The procedure was continued and completed with another of the same device. No patient complications were reported. However, device analysis revealed that the coil interlocking arm was detached from the rest of the coil.